Manufacturer narrative:
Code 18- according to the gore® dryseal flex introducer sheath instruction foe use (IFU) the minimum vessel size for the dsf2233 is 8.2 mm. H6: added component code 829 h6: changed investigation conclusion code from 4315 to 18 code 18- according to the gore® dryseal flex introducer sheath instruction foe use (IFU) the minimum vessel size for the dsf2233 is 8.2 mm.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aneurysm using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. The gore® dryseal flex introducer sheath was inserted from the right side. After the stent graft was implanted and the sheath was removed, an angiography revealed that the right external iliac artery rupture. A gore® viabahn® endoprosthesis was implanted in the rupture site and the poba was performed. It was confirmed that the hemorrhage was arrested and the blood flow improved. The procedure was concluded and the patient tolerated the procedure. The physician suggested that the access vessel was narrow and severe calcified. Reportedly, the diameter of the rupture site was about 6.2 - 6.6 mm.

Manufacturer narrative:
(B)(4).